Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged batter alarm was confirmed during product evaluation by a baxter service technician. The assignable cause was determined to be caused be depleted main batteries. The main batteries and battery harness were replaced to correctly resolve this condition. Should additional information be received, a follow-up medwatch will be submitted. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported a colleague infusion pump with a damaged battery alarm. It is unknown when this event occurred. During a review of the pump's event history by baxter (B)(4) personnel, the pump was found to have experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.